Manufacturer narrative:
This statement is to summarize the investigation of a complaint involving synapsys. It was reported that synapsys could not find a dish that was found in reada overview. No other issues were reported. Bd investigated the issue. Bd wrote an email of findings of the investigation, which were the location of the plate and explanation of location information in synapsys ui. The customer was satisfied with the email. Synapsys works as designed. This is an unconfirmed failure of a bd product. Review found that complaints of this type were under statistical control for the month of january. Device history record review was not applicable as this is a standalone software product, and the operation/functionality of this type of product is confirmed at the time of installation. No CAPA. No new hazards or risks identified.

Event description:
It was reported that while using bd synapsys¿ informatics solution, a patient's specimen workup dish could not be found in the system. No patient impact reported.

Event description:
It was reported that while using bd synapsys¿ informatics solution, a patient's specimen workup dish could not be found in the system. No patient impact reported.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.